Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump and malfunction did not recur, and technical support advised customer to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.